Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
It was reported that the unit needed a power supply and battery. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting on the unit. The fse could not duplicate any power supply issue; however, the unit would not operate on backup battery. The fse evaluated the error logs and found that the unit declared an unknown restart and 24 volt failure. The voltage read 29 volts. When the ac power was disconnected, the unit shut down. The fse replaced the backup battery and the issue was resolved. The unit passed extended self testing and performance verification testing.